Event description:
When balloon was opened by the tech, it was noted that the tip was detached. Additional info received on (B)(4) 2013: wire mesh was not attached to the balloon when the physician removed from the wire hoop. Device separated at the tip only. Device never entered in the pt's body.

Manufacturer narrative:
The angiosculpt device was not used in the pt. The angiosculpt device was returned for lab analysis. Visual examination confirmed the balloon had not been inflated and the inner member detached between the balloon tip sal bond and distal bond. The intermediate bond is over the balloon taper and the transition tubing is stretched. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse event of the procedure.